Manufacturer narrative:
(B)(4). Date of implant is unknown, reported as approximately two years prior to explant complainant part is not expected to be returned for manufacturer review/investigation without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with titanium matrix rib plate and six (6) locking screws on the left number 8 and 9 ribs on unknown date approximately two years prior at a different facility by a different surgeon. On unknown date a computed tomography (CT) scan revealed one end of the plate was affixed with three (3) screws into cartilage while the opposite end was affixed with three (3) screws into the left number 8 rib. No hardware failure was detected. On unknown date patient reported pain in the left ribs. Patient was returned to surgery on (B)(6) 2017 where surgeon removed all hardware. Surgeon utilized plate benders to cut the plate, and then used a screwdriver to remove the pieces of the cut plate, as well as the six (6) screws. All screws were removed intact. It is reported removal of the last screw, which was affixed to the rib, caused a 20 minute delay in procedure. No new hardware was implanted. There was no harm reported to the patient. The procedure was successfully completed. The patient outcome was stable. This report is for one 2.9mm matrix rib locking screw this is report 2 of 7 for (B)(4).